Event description:
It was reported that there was decreased impedance, and the patient was in complete heart block. The technical consultant stated that the impedance decline was consistent with inner insulation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.